Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 47. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.